Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal difficulties occurred. The target lesion was located in the severely calcified distal right coronary artery (rca). An ion stent delivery system (sds) was advanced and the stent was deployed without an issue. The balloon fully inflated without waist and was completely deflated before removing the sds. However, upon removal, there was difficulty removing the balloon from the stent. The physician pulled negative several times and was able to remove the sds intact without affecting the stent. No patient complications were reported and the patient's status is ok.